Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unknown date in 2016 as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the event was unknown. Treatment detail and the patient's recovery status were not reported. On an unreported date, the patient's pd catheter was removed and the patient was switched to hemodialysis. No additional information is available.